Manufacturer narrative:
1488tc/58 nc29563 and 1488tc/58 sn (B)(6): UDI not available as products were manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2024-01990. It was reported that the patient's right ventricular (rv) and right atrial (ra) leads exhibited noise. Both rv and ra leads were explanted and replaced. No patient condition was reported.